Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the representative was at the hcp's office providing training on the new clinician programmer. Upon interrogating the patient's pump, a motor stall was seen. There were no environmental, external or patient factors which may have led or contributed to the issue. The office was working on obtaining authorization to replace the pump, and surgery was planned. The patient's weight was unknown. The patient's status at the time of the report was alive; no injury. No patient symptoms were reported. No further complications were reported.